Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device received with a lot of labels on it. Visual inspection noted the display label was worn, missing back panel screw, cracked return, oetiker clamp on the pump was crooked, top thermistor assembly contains incorrect assembly. Functional testing confirmed the complaint, and the root cause was due to the user failing to recalibrate the over temperature alarm after replacing the main printed circuit board (pcb) board. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. Replaced the printed circuit board (pcb), return tube and oetiker clamp. Re-assembled top thermistor. Replaced lever return spring and mount block, installed a new label set. Performed preventative maintenance (pm) and calibration. Device passed all functional and delivery tests.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an over temperature alarm during patient use. No adverse patient effects were reported by the customer.